Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lift off/partial peel off and broken lid/cap. The following information was provided by the initial reporter with the number of occurrences for each event: plastic encapsulates tear product = (B)(4). Lid fall =(B)(4). Tore label l = (B)(4). Plastic encapsulates tear product = (B)(4). Plastic encapsulates tear product =(B)(4). Open label =(B)(4). Additional non reportable event type(s) were reviewed with the following rationale: damage or open package / seal where sterility is not compromised.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open packaging, improper assembly, torn label, and label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to label lift issue through CAPA 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9260559. Medical device lot #: 9260555. Medical device lot #: 9260553. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had label lift off/partial peel off and broken lid/cap. The following information was provided by the initial reporter with the number of occurrences for each event: plastic encapsulates tear product = 1. Lid fall = 1. Tore label l = 1. Plastic encapsulates tear product = 2. Plastic encapsulates tear product = 1. Open label = 1. Additional non reportable event type(s) were reviewed with the following rationale: damage or open package / seal where sterility is not compromised.